Event description:
During a shoulder procedure using ultravac 90 with integrated cable arthrowand, a piece broke off the tip of the wand. Allegedly, the surgeon had to revert from an arthroscopic method to a mini open and use a c-arm to retrieve the broken piece from the pt. Procedure was completed with no adverse reactions to the pt and no pt injury. The pt was reported as doing fine after the procedure.

Manufacturer narrative:
The device was returned to arthrocare for investigation. The investigation is currently in progress. A f/u report will be provided once the lot history record has been reviewed and the investigation has been completed.